Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Creating complaint for disposables. Nurse responded to critical error on bd alaris pump, unsure exact alarm but believes it may have been accumulated air in line. The tubing set was found to be full of air, just inches from reaching the patient. Despite the alarm, the patient was nearly provided a air bolus. There was no reported patient harm. A internal incident report was filed. Sn and medication unknown. Advised to save tubing and device as is if future occurrence for bd investigation .

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.